Event description:
It was reported that to boston scientific via an article published in the journal of laparoendoscopic & advanced surgical techniques that a study was conducted to evaluate the efficacy and safety of retrograde intrarenal surgery (rirs) in patients with renal calculi with solitary kidneys (sks). Data from 522 rirs patients treated between (B)(6) 2014 and (B)(6) 2021. It was said that a cystoscopy evaluation of the bladder was performed in the cases, followed by retrograde pyelography to assess the renal collecting system, using a sensor wire to place in the renal pelvis. A ureteral access sheath was also used under fluoroscopic guidance by gliding over the guidewire below the ureteropelvic junction. Additionally, a dakota basket was used to capture stone fragments larger than 2 mm. The study included post operative complications, which were classified according to the clavien and satava method; with 36 cases for grade 1, 36 cases for grade 2, 7 cases in grade 3b, 1 case in grade 4 and 4 cases for grade 4b, for clavien classification. For the satava classification, there were 363 cases for grade 1, 218 cases for grade 2a, 37 cases for grade 2b and 9 cases for grade 3b. The details of these complications are unknown, and no device issues were reported.

Manufacturer narrative:
Date of event: exact date of event is unknown; therefore, first day of treatment month/year has been selected. H6 patient codes: code e2401, insufficient information caputres the reportable event of clavien and satava postoperative complications. Cinar, o., cakir, h., ozman, o., akgul, m., basatac, c., siddikoglu, d., sancak, e. B., baseskioglu, b., yazici, c. M., akpinar, h., & onal, b. (2024). Safety and efficacy of retrograde intrarenal surgery in the solitary kidney: a propensity score-matched analysis of the rirsearch study groups' results. Journal of laparoendoscopic & advanced surgical techniques, 34(2), 155-161. Https://doi.org/10.1089/lap.2023.0408

Event description:
It was reported that to boston scientific via an article published in the journal of laparoendoscopic & advanced surgical techniques that a study was conducted to evaluate the efficacy and safety of retrograde intrarenal surgery (rirs) in patients with renal calculi with solitary kidneys (sks). Data from 522 rirs patients treated between february 2014 and january 2021. It was said that a cystoscopy evaluation of the bladder was performed in the cases, followed by retrograde pyelography to assess the renal collecting system, using a sensor wire to place in the renal pelvis. A ureteral access sheath was also used under fluoroscopic guidance by gliding over the guidewire below the ureteropelvic junction. Additionally, a dakota basket was used to capture stone fragments larger than 2 mm. The study included post operative complications, which were classified according to the clavien and satava method; with 36 cases for grade 1, 36 cases for grade 2, 7 cases in grade 3b, 1 case in grade 4 and 4 cases for grade 4b, for clavien classification. For the satava classification, there were 363 cases for grade 1, 218 cases for grade 2a, 37 cases for grade 2b and 9 cases for grade 3b. The details of these complications are unknown, and no device issues were reported.

Manufacturer narrative:
B3: date of event: corrected, exact date of event is unknown; therefore, publish date has been selected. H6 patient codes: code e2401, insufficient information captures the reportable event of clavien and satava postoperative complications. Cinar, o., cakir, h., ozman, o., akgul, m., basatac, c., siddikoglu, d., sancak, e. B., baseskioglu, b., yazici, c. M., akpinar, h., & onal, b. (2024). Safety and efficacy of retrograde intrarenal surgery in the solitary kidney: a propensity score-matched analysis of the rirsearch study groups' results. Journal of laparoendoscopic & advanced surgical techniques, 34(2), 155-161. Https://doi.org/10.1089/lap.2023.0408.